Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, gets warm und makes noise; the technician could not determine the cause of the problem. Device was exchanged.

Event description:
It was reported that the device would overheat. Since defective device was old, it was replaced by a new one. Customer also reported that upon running, it sounds noisy and one has trouble inserting cutting tool through the distal end. Report 1 of 1 complaint (B)(4).